Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a coronary interventional procedure. Reportedly, the clip was deployed and the device got stuck in the patient's anatomy. The physician used the access ports, pulled back the thumb advancer and slid back the safety release button in an attempt to retrieve the device without success. Counter-traction was applied to ultimately remove the device and manual compression was applied for 10 minutes to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. (B)(4).